Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp, reported that the customer has not accepted the offer to replace the batteries yet; however, all functional and safety checks to meet factory specifications performed, and the iabp has been returned to the customer and is available for clinical use only while connected to ac power. The iabp cannot be used with battery powered. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) would not work on batteries, and worked only when the iabp was plugged in. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and determined that two batteries are required for the device to work properly. The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not work on batteries, and worked only when the iabp was plugged in. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.